Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) checked all the calibration values and the equipment was fully inspected, and all calibration tests were performed. Everything was found to be in order except for the k6, k6a, k7, k8 leak test where test 3 failed. After cleaning and reassembling the drive assembly, the issue persisted. Drive assembly need for testing purpose after replace the drive assembly further diagnostics will be done. On 4-1-2025, fse replaced drive assembly and checked leakage test for k6, k6a, k7, k8. Now test passed, then checked all calibration test and found ok. Unit handed over to the customer in good working good condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit displayed an error message 'check iab catheter'. There was no patient involved.